Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, air bubbles were seen in the luer lock and tubing. The customer's blood glucose (bg) level ranged from in target range to over 300 mg/dl. The customer administered a manual injection to address bg level and the customer primed the tubing to remove air.